Event description:
A literature article received notes that during a pulsed-field ablation procedure when the ablation catheter was placed on the inferior aspect of the left atrial posterior wall there was pulsed-field ablation (pfa) electrical noise found on both atrial and ventricular bipolar egms but it was not detected by the pacemaker (pm) and did not result in pacing inhibition. When the ablation catheter was placed in the right superior pulmonary vein and the mid and superior aspects of the left atrial posterior wall there was pfa electrical noise found on both atrial and ventricular bipolar egms and detected by the device as sensed intrinsic events, resulting in a transient pacing inhibition. No additional information was provided.

Manufacturer narrative:
Correction: d1 brand name and d4 model number updated to assurity, it was previously reported as abbott dr pacemaker and abbott dr pm.